Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received button alarm 22. The customer stated that nothing was hitting the button. The customer's blood glucose level was not impacted. Tandem technical support educated the customer about keeping items away from the button.